Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt019 inspiratory/expiratory filter was not included in the rt340 adult dual-heated evaqua breathing circuit kit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the unsealed rt340 breathing circuit kit was returned to fph in (B)(4) for inspection. It was visually inspected for missing rt019 filter. Results: visual inspection revealed that the rt019 was included in the kit, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 111012. Conclusion: the breathing circuit kits consist of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the rt019 filter being omitted from the breathing circuit kit. There are standard operating procedures in place to assist operators on the production line to correctly pack the breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. Our monitoring and trending of complaints involving missing components in breathing circuit kits has a rate of occurrence of two devices per million sold worldwide in the last year to the end of (B)(4) 2012.